Event description:
Ambu bag did not work during an intubation. Oxygen was flowing, reservoir did initially inflate, but would not stay inflated and did not deliver oxygen to patient. When attempting to deliver a breath, the ambu bag itself had no pressure when squeezed. It would just deflate. All connections were checked and were intact. Quickly opened a second bag and the same thing happened. Third bag was operational.